Manufacturer narrative:
A sample of the transparent material was sent to chemistry for energy dispersive x-ray spectroscopy (eds) testing. Results indicated the presence of the following elements; iodine, sodium and chloride. No further action will be taken at this time.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation. No packaging or syringe was returned. No visible damage to the windings was noted. The thru-lumen was found to be occluded with clotted blood. The blood was removed after massaging the catheter with warm water. As received, the catheter body was completely broken off at 3.5cm and 7.5cm proximal from the catheter tip and the section of the catheter body between 3.5cm and 7.5cm was not returned. Cross surfaces of the broken sections appeared uneven and rough. The balloon failed to inflate due to leakage from a tear near the distal balloon winding, approximately 0.5mm x 1.0mm in size. The catheter body was found crushed, between 2.5cm and 3.5cm, proximal from the catheter tip. Blood was observed inside the entire thru-lumen. Transparent material was found occluding the balloon inflation lumen between 7.5 cm and 9.5 cm from the catheter tip. Additional testing was done and a full occlusion of the inflation lumen was confirmed. A sample was collected and sent to chemistry for testing. No leakage was observed from thru-lumen with the exception of the broken sections. Balloon inflation test was performed using lab bd 1 ml syringe with 0.4 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specifications upon release. Customer report of ¿it was unable to deflate the balloon¿ was not confirmed because the balloon was cut by the customer as reported. Chemistry testing is in-progress to identify the transparent material. A supplemental report will be sent with the chemistry investigation results.

Event description:
It was reported that "the catheter was inserted to the artery, but it was unable to deflate the balloon although there was no problem when the balloon was checked before use. The customer tried to withdraw the catheter with the forceps but it was unable to be removed. Then the customer cut the catheter body, moved the balloon to the incision site and cut and deflated the balloon with the surgical knife. The catheter and balloon was removed from the patient." There were no patient complications reported.